Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: occurred during a thoraco / lobectomy procedure. For the first firing for the left upper lobe resection, used a manual stapling handle and a reload. The surgeon clamped the pulmonary vein, pushed the green button and tried to fire the device. However, could not. Replaced by a competitor's device and the firing was completed. The surgical time was extended by less than thirty minutes. There was no patient harm. The status of the patient is no problem.